Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: (B)(4) 2018 product type extension .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that surgery was scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial (B)(4), implanted: (B)(6) 2014, product type: extension. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep): information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Patient experienced power on reset (por) that occurred 1-2 weeks prior to the date of report. No symptoms were reported and no further complications were reported/anticipated. On 2018-jul-17, (rep) additional information was received from the rep. It was reported that the cause of por was a broken recharger. The patient called and ordered a new recharger. They tried to jump start the battery six times. Rep was meeting with the patient again next week so they can try again and at that time rep will call the manufacturer again. Patient's weight information was not available. Por issue was not yet resolved. Information provided had been confirmed with the hcp. No further complications were reported/anticipated. On 2018-jul-25, (rep): additional information was received from the rep. It was reported that they became aware of the por issue on (B)(6) 2018. The por was not resolved. They tried to reset patient's device 10 times. The patient is having surgery to remove her extension and put a new battery in. The initial reason for surgery is because she needs an MRI and the extension needs to be removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.